Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the device was removed as it did not have a signal and the ECG only showed noise and artifact upon interrogation. It was also reported that the patient was "very unhappy with everything."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device's stored electrocardiogram (ECG) showed significant noise. It was also reported that the number of episodes worked out to about two per day and during the patient's waking hours. The cardiac monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.